Event description:
The customer reported the following event: "date of event: (B)(6) 2019. Csi complaint number: (B)(4). Csi RMA number: (B)(4). Event description: the tip of the zilient guide wire sheared off while it was being handed into the sterile field. Product model: 7-10049-02/901023-02. Product lot: 4398459. Device returning: yes. Facility: (B)(6). Physician: dr. (B)(6). Patient gender: unknown. Patient age/dob: unknown. Patient weight: unknown".

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
The customer reported the following event: "date of event: (B)(6) 2019. Csi complaint number: (B)(4). Csi RMA number: 19352. Event description: the tip of the zilient guide wire sheared off while it was being handed into the sterile field. Product model: 7-10049-02/901023-02. Product lot: 4398459. Device returning: yes. Facility: cvm-management llc. Physician: dr. (B)(6). Patient gender: unknown. Patient age/dob: unknown. Patient weight: unknown."